Event description:
Philips received a complaint on the philips mrx defibrillator indicating that the defibrillation energy amount was 178.9j against a shock of 200j. There was no patient involvement. Remote support from the customer care solution center was received, during which a quote was provided for a replacement of the defibrillator capacitor assembly. The customer did not accept the quote. The device remains at the customer site and no further evaluation is warranted at this time.